Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high rheumatoid factor (rf) results for fifty-four (54) patient samples assayed using immage rf reagent on an immage 800 immunochemistry system. There was no impact to patient treatment due to the erroneously high rf results. The customer reported that the erroneously high rf results were obtained using immage rf reagent lot # m012376. The erroneously high rf results for the fifty-four (54) patient samples were generated over a period of five (5) different testing dates. This medwatch report is for the first testing date: (B)(6) 2011. A total of fourteen (14) patient samples recovered erroneously high for rf on this date. The rf reference cutoff concentration used by the customer is 20 iu/ml. The erroneously high rf results obtained were just above the reference cutoff concentration. The customer made the decision to amend the results that were between 20.0 and 24.9 iu/ml to <20.0 iu/ml for immage rf reagent lot # m012376. These amended results were reported out of the laboratory. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
This medwatch report is related to the following four (4) medwatch reports pertaining to this event: 2050012-2011-04028, 2050012-2011-04031, 2050012-2011-04032, 2050012-2011-04034.